Event description:
Per the clinic, the patient experienced a lack of speech understanding with device use, resulting in permanent non-use of the implanted device (date not reported). The implanted device remains. There are no plans to explant the device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; there are no plans to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).